Event description:
Customer stated bag cracked. Additional information received stating the cryocyte broke during transport from one freezer to another within facility. It is unknown if they are going to use product or not. They may have enough cells available for the patient.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There has been no reported negative clinical consequences. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(4). We have evaluated the complaint and have determined that it is consistent with breakage investigated in a corrective and preventive action record (B)(4). The lot reported was manufactured before corrective actions were implemented; therefore evaluation of the complaint sample is not necessary. (B)(4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. (B)(4) was closed on january 28, 2009. Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This complaint will be kept on file for trending purposes.